Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis. Per the operative report of (B) (6) 2010, "an extensive attempt was made to repair the mitral valve with freeing the posterior leaflet of the mitral valves and patchy with artificial cords. However mitral stenosis was created by this repair and it was elected to proceed with a replacement. Upon completion it was a well functioning aortic and mitral valve."